Event description:
The customer alleges that during functional testing, the balloon would not inflate.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The DHR (device history record) investigation did not show issues related to complaint. From the picture provided it seems to be a "balloon won't inflate prior to use"; however, the complaint cannot be confirmed. A document assessment (fmea) was conducted and no changes were required. Teleflex will continue to monitor and trend relating complaints.